Event description:
It was reported, the customer's insulin pump was not delivering their basal rates. Customer also stated there was no alarms to alert them of the insulin pump's error. The customer also stated, there was no air in their insulin pump. Customer's blood glucose was 240 mg/dl. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and no audio or alarm anomalies were noted. The insulin pump was received with a worn address and serial number label, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.